Event description:
A remstar plus device was returned to a thirdparty service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device the service technician observed visible foam particles inside blower kit. Additionally, the service technician also noted dust fail contamination the device was scrapped by the service center after the evaluation was completed.